Manufacturer narrative:
A impl tapered scr-v ha 4.7 mm 4.5mm 13mm (tsvwh13) was returned for investigation. Visual inspection of the as returned product identified excessive bone and a fracture at the collar section. No pre-existing conditions were noted on the per. The reported device was location is #19 and was used for approximately 3 years 6 months. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number: (63161245). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number: (63161245) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Section "d4: device UDI number" was submitted with UDI # (B)(4) 63161245(241)tsvwh13 in error. Associated lot #63161245 was manufactured prior to (B)(6) 2015, as a result, a UDI number is not required.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. PMA/510k: k011028, k013227.

Event description:
Customer reports that they have a patient come in for a loose crown and discovered the implant was fractured. Tooth location 19.